Event description:
Minerva es handpiece being used for surgical procedure. Handpiece malfunctioned during procedure and code 002 appeared on minerva machine. Staff in room followed manufacturer's trouble shooting guide for error 002. Handpiece malfunctioned second time. It appeared that the patient was shocked when using this handpiece. Minerva machine removed from service and all handpieces with same lot numbers removed from inventory. Sales rep for minerva called and reported issues that occurred. Biomed for facility called to check out minerva machine for electrical safety and engineering called to check all plugs in the or (operating room) room that procedure was done. No adverse effects noted with patient. All vital signs remained stable, patient taken to recovery room and discharged home. Surgeon was able to finish the procedure by using another product available. Minerva machine passed electrical safety testing for current leakage and ground resistance. Sales rep, robert wash, will come in to check minerva machine with handpiece. Engineering checked electrical outlets in room five: all electrical outlets passed testing.